Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced fluctuating high and low blood glucose readings. The customer had low reading of 45 mg/dl. Customer treated with regular mountain due. The customer also had high reading of 444 mg/dl. The customer treated with the pump. The customer declined to troubleshoot for high and low blood glucose readings. The insulin pump was not returned for analysis.